Event description:
It was reported that an ilet pump with a touchscreen became unresponsive, and the patient transitioned to backup therapy while a replacement was arranged. Investigation included review of complaint details and user troubleshooting guidance, including device shutdown instructions and data handling expectations. Investigation of this case revealed a reported touchscreen malfunction with a noted surface scratch and no evidence of external damage compromising function. No reported adverse clinical effects. Outcomes included no impact beyond interruption of intended pump use. It was concluded that the device experienced a touchscreen failure and a replacement was provided, with instructions to return the device and to perform standard startup on the replacement.